Event description:
While operating the equipment the radiology technologist reported feeling an electrical shock when she was using the joystick on the user interface. User interface was being used to drive the table top to the foot end position to prepare for a patient. No patient involvement for this incident.

Manufacturer narrative:
Ref. ID: (B)(4) the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Manufacturer narrative:
Ref. ID: (B)(4). Easydiagnost eleva is an x-ray unit for nearby controlled digital and conventional fluoroscopy and radiography. To operate the system, the scopomat is equipped with a user interface. It contains the user control elements like a joystick to determine speed and direction of the table tilting, buttons for selection of the programmed examination, etc. The user interface is supplied with 24v and it is protectively earthed. In case of a defect, the system disables the function, movement or the complete system usage depending on the error. Philips field service engineer (fse) investigated on site and did a replacement of the scopomat user interface and an electrical safety inspection. An internal assessment concluded that the electric shock could not have been caused by the system itself, as this is not possible due to its design. The issue was most probably caused by an electrostatic discharge due to dry conditions or clothing when touching the scopomat. The electrostatic discharge caused a reset of the microcontroller of the scopomat user interface. Risk estimation revealed no unacceptable risk. The issue is further monitored and trended. The event was originally reported to the authorities as not enough information was available to make a definite reportability decision. Since that time, additional information was received which revealed that the event does not meet the criteria for reporting. Correction: b1 from adverse event to product problem. H1 from serious injury to malfunction. H6 health impact, result and conclusion code.